Event description:
On 09/02/2025 the user reported that the pump displayed a blood glucose (bg) value of 323 mg/dl with a high alert, while a confirmatory blood glucose meter reading was 278 mg/dl. The user reported no symptoms and did not require medical intervention. The user was advised to calibrate the pump and the event was resolved. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.